Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned bottom base of the case found delamination of the brackets. The root cause is attributed to wear out. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument was reported for unknown reason.